Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that when a new lead was opened during implant, the tip of the lead was found to be bent. A different lead was used to complete the procedure.